Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. D10: cat# 163662 lot# j7931436 28mm mod hd std neck tp1 taper. Cat# p0463048 lot# 0001946785 avan cmntd shell ss 48mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six weeks post-implantation, the patient underwent a hip revision due to dislocation. Cup was explanted and a new constrained liner implanted. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.